Event description:
During the initial reporting the sales rep reported that the handpiece melted the bur guard and burned the pt's lip. During a follow-up report by the customer, it was reported that during a wisdom tooth removal on all four teeth, they had just begun drilling the first tooth, and had only been drilling for approx 5 seconds, when the burn was noted in the corner of the pt's mouth. The burn was reported to be into the second layer of skin and was approx 1cm by 0.5cm in size. A steroid ointment was provided and sent home with the pt. The pt was seen at her 1 week post-op appointment and the burn seemed to be healing well.

Manufacturer narrative:
As of 08/21/2009 the bur guard has not been returned for eval. No conclusion can be drawn.